Event description:
It was reported that the blade separated. A 5.00mm/2.0cm/90cm otw 2cm peripheral cutting balloon® was selected to treat the target lesion. During the procedure, while the device was inside the patient, it was noted that the cutting blade separated from the balloon; however, it was noted that the blade did not come off all the way. The device was removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Device analysis noted that approximately 1cm of blade and pad had lifted from the balloon's proximal body. The blade and pad were not detached and were raised distally. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the blade separated. A 5.00mm/2.0cm/90cm otw 2cm peripheral cutting balloon® was selected to treat the target lesion. During the procedure, while the device was inside the patient, it was noted that the cutting blade separated from the balloon; however, it was noted that the blade did not come off all the way. The device was removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).